Manufacturer narrative:
A device history record review was performed for the subject device: part number: 04.211.026s synthes lot number: l379194. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 19.apr.2017; expiry date: 01.apr.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.026 / h324564 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 27-oct-2016. Part #: 04.211.026 (EU item no.) Lot#: h324564 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 26 mm. Quantities: (B)(4). Components reviewed: part no: 04.211.026.999, 2.8mm ti screw blank 26mm lot no: h317896. Lot released to the blank storage on 09-mar-2017. Inspection sheet for mill shaft threads, turn/thread head, flute final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to return. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a locking screw broke intraoperatively during an olecranon procedure on (B)(6) 2017. After the locking screw was inserted, the surgeon decided to change the length of the screw. When the surgeon turned the screw counter-clockwise for its removal, the screw was broken at the head. The screw shaft was not retrieved and remained embedded in the bone. No delay in surgery was reported. No information available about patient condition. This is report 1 of 1 for (B)(4).